Event description:
It was further reported that there was 46 non-sustained tachycardia episodes and noise.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to shocks for oversensing. It was also reported that there was no capture, high impedance and a fractured right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications were noted as a result of this event. It was further reported that the lead was breached.

Manufacturer narrative:
Event summary for: (B)(4)- the full lead in segments were returned and analyzed. The distal conductor of the lead was fractured/flexed; defib rv exposed coil was kinked/buckled; defib rv exposed coil, kinked/buckled, pulled, stretched and overstress. There was an insulation breach, overlay tubing was cut; distal end of the electrode covered: lv1/distal:blood. There was outer insulation depression, overlay tubing environmental stress crack and blood ingression.

Event description:
It was reported that the patient presented to the emergency room due to shocks for oversensing. It was also reported that there was no capture, high impedance and a fractured right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.